Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: model#: unknown, as product serial number was not provided. Section d4: catalog#: unknown, as product serial number was not provided. Section d4: serial#: unknown/ not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI #: unknown, as product serial number was not provided. Section d6a: implant date: unknown/not provided. Section d6b: explant date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. No serial number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeons have observed a black strand in several preloaded intraocular lenses (iols); the strand¿s origin remains unclear, though it is suspected to originate from the iol itself. No further information is available.